Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a combination mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and functional tricuspid regurgitation (tr) with a grade of 5. Two clips were successfully deployed in the mitral valve, reducing mr to 2. It was noted enlarged right atrium and visualization was difficult due to anatomical challenges. Two clips were successfully deployed in the tricuspid valve. A third clip delivery system (cds) was advanced to the tricuspid valve, and the clip was deployed. After deployment, the clip detached from the septal leaflet, and remained attached to the anterior leaflet (slda). The physician stated the slda is due to the pre-existing patient anatomy. Additional treatment was not provided. Three clips were implanted, reducing tr to 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. Per the indication for use section of the mitraclip system instructions for use, the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported slda was due to patient pathology/morphology and procedural circumstances. The reported user error is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device; however, there is no indication that the off-label use of the mitraclip device influenced the reported events. Poor image resolution was due to anatomy. There is no indication of product quality issue with respect to manufacture, design or labeling.